Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, d4, g1, g3, g6, h1, h2, h3 and h6 a review of the manufacturing documentation associated with lot f2312401 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped prior to insertion when prepping. Another unknown mynx device was used. There was no reported patient injury. The user is trained to the device. The device was opened in a sterile field. The device was prepped and stored per IFU (instructions for use). A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) popped prior to insertion when prepping. Another unknown mynx device was used. There was no reported patient injury. The user was trained to the device. The device was opened in a sterile field. The device was prepped and stored per the instructions for use (IFU). A 6f non-cordis sheath was used. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present, showing exposure evidence that could be related to the sealant sleeves which showed damage evidence. Additionally, neither the syringe nor the catheter sheath introducer (csi) used were not returned with the device. Functional testing could not be executed successfully due to a blockage perceived in the inflation lumen when the balloon was attempted to be inflated. A great amount of biological matter and saline material was denoted inside the balloon, and this was considered as a possible attributable cause to the condition present in the device. Nevertheless, it shall be mentioned that the inflation indicator worked as expected when water was being introduced into the inflation lumen. Due to the protrusion of the sealant observed, a deployment simulation was successfully executed by depressing both buttons, deploying the sealant and achieving the retraction of the balloon as expected in the design of the device. Per microscopic analysis, a magnified visual analysis of the balloon surface was executed, showing saline solution and biological matter traces inside the balloon. There was no evidence of a superficial rupture, puncture or tear observed to confirm a possible attributable cause related to the reported event. The product history record (phr) review of lot f2312401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed since functional analysis could not be performed due to the blockage of saline and biological matter within the inflation lumen and there was no damage noted to the balloon during microscopic analysis. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the damaged condition of the sealant sleeves. However, the exact cause of the issue experienced with the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was reportedly found during prep of the device, handling factors during prep are possible. Additionally, procedural/handling factors possibly resulted in the damaged condition of the sealant sleeves (such as excessive force) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during the prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ as warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.